Event description:
It was reported that the customer had a chest x-ray done and forgot to take off the insulin pump. The customer's blood glucose level was 218 mg/gl. The customer was advised to disconnect from the insulin pump and revert to back up plan because exposures to magnetic fields can sometimes create a motor error alarm. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.